Event description:
It was reported during a procedure of the chronic totally occluded (cto), moderately calcified mid circumflex artery, the tornus catheter could not cross the lesion and became stuck in the lesion. Although, the tornus could be turned in both direction with only modest resistance, it would not come back despite alternating clockwise and counterclockwise turning while applying moderate tension. Subsequently, with only gently tension being applied, the catheter shaft separated approximately 25cm from the hub, outside the guide. Reportedly, the hub portion was removed, and a break-away rotoblator torquing device was used to grip the tornus shaft. The guide catheter was advanced into the circumflex to the tip of the tornus, and from that position firm tension with clockwise turning was used to remove the tornus successfully. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned tornus noted that the shaft is separated 25 mm (instead of 25 cm) distal from the tip end of the protector located next to the hub connector. The shaft strand adjacent to the breakage site was deformed mostly at the loose strand caused by counterclockwise torque manipulation, meanwhile strand-tightening deformation caused by clockwise rotation was also observed. Scanning electron microscope (sem) analysis of the breakage site revealed dimples, suggesting that the strand was pulled and twisted, and separated due to a ductile fracture. Observation of the cover tube over the proximal section of the shaft revealed that its lumen is scratched and damaged for the entire length, suggesting that the lumen was scratched by the broken and flared strand wire(s) of the separated distal shaft when the separated proximal section, including the cover tube, was pulled back by the physician. A slightly loose strand was observed at the distal end of the shaft, but the shaft was not deformed. The warning section in the products instructions for use (IFU) states: always hold the connector with one hand and turn the catheter carefully while regularly releasing the accumulated torsion of the catheter. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y connector. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 20 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 20 turn limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. While rotating the catheter, carefully observe the proximal end of the cover tube (the section of 5 cm length from the protector). If any breakage is recognized in this section during rotation, stop the rotation and remove and exchange the catheter while paying full attention. (Continuing rotation may damage or rupture the catheter or damage the blood vessels. In the worst case, life-threatening adverse events may result.) Exercise due caution when turning the catheter continuously in the same direction, either clockwise or counterclockwise, as it may increase the risk of damaging or rupturing the catheter or the blood vessels. The lot history record was reviewed and there were no non-conformities associated with this lot. Based on the analysis, a conclusive root cause for the shaft separation was caused by ductile overload.

Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received.